Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this electrode underwent cardiac surgery to repair their mitral valve and close their left atrial appendage. During the procedure the electrode dislodged and was not repositioned. The associated subcutaneous implantable cardioverter defibrillator (s-ICD) was deactivated. The system remains implanted but not in service. No adverse patient effects were reported.